Event description:
Patient reported their meter/lab comparison test readings were 113 mg/dl (ss) versus 91 mg/dl (lab), respectively (24% diference). Tests (both fasting) were done about 10 minutes apart. No symptoms were reported. Meter is not cleaned according to manufacturer's product recommendations. Lsf representative reviewed qc procedures and discussed meter/lab comparisons with patient. The meter was replaced. There was no allegation of harm.